Event description:
On 9/14, the pt obtained a fasted morning meter reading on her test strips, (exp 3/98) of 20 mg/dl. Although she was feeling well, she drank orange juice and ate to raise her blood sugar level. Another meter reading after eating was 20 mg/dl. She again ate and drank more orange juice followed by a reading of 54 mg/dl. Based upon of the low readings, she did not take her morning insulin, but went to the hosp where a side-by-side meter to meter comparison was performed. The pt's meter read 51 mg/dl while the hosp meter (brand unk) read 440 mg/dl. She was treated with insulin and released. Although the meter is cleaned according to MFR's recommendations, it is not cleaned once a week as suggested in the owner's manual. The meter was in calibration on 9/14, reading 72 versus a range of 64-87, however, a control solution test performed on the same day read 11, outside of the labeled range of 77-109.